Event description:
It was reported that the patient was admitted to the hospital for non-cardiac related issues. The atrial lead had become dislodged due to twiddler's syndrome. The lead was successfully repositioned.

Manufacturer narrative:
Na